Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: camera 9735821 vega base s8 svc, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system used for a cranial resection procedure. It was reported that the system was very hard to track instruments. The manufacturer representative tried changing spheres on the reference frame and the blunt probe. When turning on the overhead surgical spotlight, the pointer probe goes red. It was confirmed that the system recognized another probe. The manufacturer representative brought back in a blunt tip probe. They also shifted lights and rebooted the system. The manufacturer representative brought a blunt tip pointer into the field, then brought the reference frame into view, and then took the reference frame out. The system then displayed a passive planer blunt yellow in the frame of view with no probes or instruments in view. Troubleshooting steps were performed. The manufacturer representative verified that the lights were unchanged. They checked the network device interface (ndi) toolbox and there were no errors. They also verified that the low geometry error and confirmed that no other interference was found. There was less than an hour delay to the procedure. There was no impact to patient outcome.